Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received both inappropriate anti-tachycardia pacing (atp) and maximum energy shocks due to an atrial arrhythmia. There were no allegations made against the functionality of this device in regards to the shock delivery. A review of the data currently available for this device showed that the episode did result in therapy exhaustion. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.